Event description:
The customer stated that she was hospitalized due to low blood glucose levels. The customer stated that she was unconscious at the time, and cannot recall the blood glucose reading. The customer stated that she had called previously to report a problem with the buttons being stuck. The customer stated that she continued using the insulin pump, and it ended up delivering a massive amount of insulin. The customer stated that she drove home, then passed out on her driveway, while still in her car with the doors locked. The paramedics had to break into her car to get her out and start treatment. The customer stated that she longer has the insulin pump, as it was already replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.